Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold. The lead was not replaced as the physician elected to downgrade to a single chamber pacemaker. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. The visual and x-ray examination of the lead did not find any anomalies.